Event description:
The customer tested her blood glucose using her 2 contour meters and received a 75 mg/dl difference between readings. Depending on the actual readings, the difference betweens them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.